Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced elevated blood glucose after an incomplete supply change led to insulin delivery stopping, and the agent guided a full supply change and later confirmed glucose downtrend after troubleshooting and education on correct steps. Symptoms included hyperglycemia with a glucose peak of 400 mg/dl and no associated symptoms. Outcomes included no health consequences or impact. User support included review of device logs and user-reported information, as well as guided troubleshooting and education regarding proper infusion set and cartridge change steps with no device alerts or alarms noted. Investigation of this case revealed interruption of insulin dosing due to incorrect supply change steps, consistent with user handling of the infusion set and cartridge on the ilet system. It was concluded, based on previously established findings for similar reports, that user error related to supply change procedures was the cause.